Event description:
It has been reported to philips that the system displayed messages of low charge fluoroscopy mode and active emergency power. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed the equipment shows low power and shows artifacts in the image. To resolve this issue, the fse performed iq-one-level test, calibrated the detector, and completed the system's functional testing. The device was under monitoring. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.